Manufacturer narrative:
Concomitant medical product: product ID: 3889-28, lot #: va24pxf, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 16-dec-2023, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/ sacral nerve stimulation and gastrointestinal/ pelvic floor therapy. It was reported that the patient had a fall and experienced hip pain and a return of symptoms. The system was explanted and the issue was resolved at the time of this report.